Manufacturer narrative:
Intermediate investigation: the review of provided data highlighted normal battery depletion. The subject device was implanted on (B)(6) 2020 and explanted in (B)(6) 2025. It had been implanted for 4 years and 9 months. On (B)(6) 2025, the battery curve presents normal profile: ventricular pacing is programmed 7,5v/1ms since the implantation. The programming of the ventricular output at 7,5v/1ms triggered higher energy consumption. 2 years post-implantation, on (B)(6) 2022, the remaining longevity was 2 years (minimum 1 year and 6 months). 3 years and 10 months post-implantation, on (B)(6) 2024, the remaining longevity was 7 months (minimum 5 months) the provided follow-up data have been analyzed and the estimation of the longevity has been performed using the provided follow-up data from (B)(6) 2020 and (B)(6) 2025: based on the available data, the expected overall longevity is estimated at ¿ 63,1 months. The implantation duration was 56,6 months which is higher than 75% of the estimated overall longevity (75% of 63,1 months = 47,3 months). Based on hrs guidelines, no premature battery depletion occurred. The subject device has been returned to microport crm investigation center. Once the investigation of the subject device has been performed, the result of the investigation will be provided. At this stage of the investigation, no malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the device was explanted after less than 5 years. The device presents with high pacing percentage and 7,5v/1ms ouptput in the ventricule is this normal battery depletion?

Manufacturer narrative:
The review of provided data highlighted normal battery depletion. The subject device was implanted on (B)(6) 2020 and explanted in (B)(6) 2025. It had been implanted for 4 years and 9 months. On (B)(6) 2025, the battery curve presents normal profile: ventricular pacing is programmed 7,5v/1ms since the implantation. The programming of the ventricular output at 7,5v/1ms triggered higher energy consumption. 2 years post-implantation, on (B)(6) 2022, the remaining longevity was 2 years (minimum 1 year and 6 months). 3 years and 10 months post-implantation, on (B)(6) 2024, the remaining longevity was 7 months (minimum 5 months). The provided follow-up data have been analyzed and the estimation of the longevity has been performed using the provided follow-up data from 15 december 2020 and 11 february 2025: based on the available data, the expected overall longevity is estimated at ¿ 63,1 months. The implantation duration was 56,6 months which is higher than 75% of the estimated overall longevity (75% of 63,1 months = 47,3 months). Based on hrs guidelines, no premature battery depletion occurred. Upon reception, the subject device paces and senses normally. It presents normal consumption. The electrical tests are normal. Based on the available data and on the analysis of the returned device, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the device was explanted after less than 5 years. The device presents with high pacing percentage and 7,5v/1ms ouptput in the ventricule. Is this normal battery depletion?